Event description:
It was reported that during the atrial fibrillation ablations with pulse field ablation procedure to treat paroxysmal atrial flutter, the faradrive steerable sheath clear, was selected for use. It has been mentioned that bleed back from valve was noted. No other information is provided. The procedure was completed successfully by using original device. No patient complications have been reported. The product was received for analysis and investigation is in progress. It was further reported, after finishing ablations of all four veins and posterior wall, there was bleed back from the faradrive sheath. The physician removed the farawave catheter (proper aspiration and flush performed), quite a bit of bleed back was observed. The physician opted to stick with the sheath for post map. There are no known adverse events associated with the patient. No other issue has been reported. It was further reported; a pressure bag was used for the method of irrigation for the sheath. Faradrive connect, versacross wire, octaray mapping catheter, farawave catheter and merit inqwire wire were inside the sheath prior to, and or at the time, the leak was observed. The leak was slow to medium drip. The leak was from the proximal end of the sheath at the hemostatic valve of the central lumen. The leak was blood. The physician finished the post map quicker than usual and ended the procedure. The physician removed the sheath and closed the groin with a figure of 8 stitch. No othr issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted multiple kinks along the shaft. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the atrial fibrillation ablations with pulse field ablation procedure to treat paroxysmal atrial flutter, the faradrive steerable sheath clear, was selected for use. It has been mentioned that bleed back from valve was noted. No other information is provided. The procedure was completed successfully by using original device. No patient complications have been reported. The product was received for analysis. It was further reported, after finishing ablations of all four veins and posterior wall, there was bleed back from the faradrive sheath. The physician removed the farawave catheter (proper aspiration and flush performed), quite a bit of bleed back was observed. The physician opted to stick with the sheath for post map. There are no known adverse events associated with the patient. No other issue has been reported. It was further reported; a pressure bag was used for the method of irrigation for the sheath. Faradrive connect, versacross wire, octaray mapping catheter, farawave catheter and merit inqwire wire were inside the sheath prior to, and or at the time, the leak was observed. The leak was slow to medium drip. The leak was from the proximal end of the sheath at the hemostatic valve of the central lumen. The leak was blood. The physician finished the post map quicker than usual and ended the procedure. The physician removed the sheath and closed the groin with a figure of 8 stitch. No other issue has been reported.